Event description:
Customer reported issues with an unresponsive touchscreen. There was no reported impact to the customer's blood glucose level. It was noted that cts was unable to complete the intake process, verify the pump serial number, and planned to use the reporting date as the event date.